Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported problem of "the cable has a cut" was confirmed. The manufacturers evaluation revealed a cut in the motor cable. The condition of the returned device is consistent with questionable handling.

Event description:
It was reported that the cable has a cut. No additional information regarding a specific failure mode was provided. There was no harm for the patient, operator or third party reported. No further information received.